Manufacturer narrative:
Device evaluated by manufacturer: no, device evaluation is not necessary because the reported event has been determined not to be related to vns therapy because it is related to vns surgery.

Event description:
It was reported that a patient had their vns system explanted due to infection. The production records of the lead and generator were reviewed, and it was confirmed that they were sterilized prior to distribution. No additional information has been received to date.